Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was oversensing of noise with pacing inhibition noted on the right ventricular (rv) channel for this pacemaker dependent patient. It was noted that there had been a recent device change out procedure. The patient has a boston scientific bi ventricular pacemaker and another manufacturer's rv lead. Patient and device data were not given to the field representative. Boston scientific technical services (ts) suggested bringing the patient in for further evaluation to determine underlying cause of noise. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The rv lead and pacemaker remain in service and no adverse patient effects were reported.